Event description:
Device 1 of 7. Reference MFR report # 1627487-2012-12752, 12754, 12756, 12757. It was reported the patient is receiving uncomfortable shocking stimulation on all programs. Patient is not using scs system. It is also reported the physician has scheduled the patient for imaging. Further follow-up pending. Note the patient has 2 ipgs, 6 leads (from 3 lots), and 2 extensions. All devices are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.